Event description:
It was reported that a user contacted support for a low glucose concern while using the ilet system, noting a discrepancy between a continuous glucose monitor reading of 45 mg/dl and a fingerstick reading of 246 mg/dl, and had already ingested multiple carbohydrate sources before calling; the user was guided to calibrate the sensor and was counseled on avoiding overtreatment of hypoglycemia. Symptoms included suspected hypoglycemia followed by potential hyperglycemia due to overtreatment. Outcomes included urgent low glucose management with oral glucose and education, without hospitalization. Investigation included troubleshooting, sensor calibration guidance, and user education on appropriate hypoglycemia treatment. Investigation of this case revealed sensor-reading discordance that led to overtreatment, with user behavior contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was user corrective action and technique during hypoglycemia management in the context of discrepant glucose readings.